Manufacturer narrative:
The technician found the siderail was damaged, but could not determined how the damage occurred. The rental bed was replaced at the facility.

Event description:
Info received indicates the left head siderail is detached from the frame.